Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01425 / 01426).

Event description:
It was reported a patient underwent a lateral epidcondylitis procedure on (B)(6) 2016. During the procedure, two anchor inserter tips bent at the anchor when the surgeon attempted to implant into the drill hole. The surgeon re-drilled after two anchors failed to reach the subchondral bone. Another anchor was used to complete the procedure after widening the same drill site.